Event description:
The reporter stated the surgeon attempted to insert an aa4203tl toric silicone single piece lens, but the lens got hung up in the injector and tore. There was no patient contact

Manufacturer narrative:
Other (lens hung up in injector).